Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00317 and 1058196-2010-00318. Additional information will be submitted within 30 days upon receipt.

Event description:
Patient is male with communication artery aneurysm, (B)(6). When the physician inserted the first stent (enc452812) via y valve, the stent system was advanced to microcatheter hub position, it was difficult to advance, so the physician withdrew the stent, during this period, the stent was released. Therefore, the physician changed the second one (enc453712) to implant via microcatheter, but it was blocked in the proximal section of the microcatheter and cannot be withdrawn. Then the physician withdrew the microcatheter with the stent and changed another microcatheter to complete the procedure. Both the enterprise introducers were completely seated in the microcatheter hub, but the physician said the stent was different from others, it was difficult to advance. During insertion, the tuohy or y connector was closed to secure the enterprise introducers and prevent movement. No damages were noticed on the microcatheter that may have contributed to the reported event. Prior to the event, no other products were able to go all the way through the microcatheter, however the after the event, the same microcatheter was utilized to complete the procedure. Neither, the microcatheter nor the enterprise delivery system distal tips were re-shaped. A constant flush was maintained at all times through all the systems. After removal from the patient, the devices (enterprise delivery system (distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc), or microcatheter) were damaged. The aneurysm was 8mmx6mm.

Manufacturer narrative:
One non sterile microcatheter select plus was received accompanied of an enterprise vrd and delivery. The enterprise device was received inserted into the y connector attached to the microcatheter hub. The stent was stuck in the microcatheter hub partially deployed. The microcatheter presented a kinked condition and several flat conditions were noted along of the microcatheter body/shaft. Hub was inspected under microscope and no obstructions or anomalies were noted. Hub was inspected under microscope and no obstructions or anomalies were noted. An enterprise (cordis - lab sample), was introduced in to the microcatheter and it advance smoothly; however some resistance/friction was experienced when it reach to the kinked section, but it could came out of the microcatheter's tip without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "obstructed in patient" was not confirmed. The cause of the damages notice on the device could not be conclusively determined, however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Additionally, inspections are in place as per (B)(4), that prevent these kinds of damages leaving from the facility. It is possible that procedural factors may have contributed to event reported during procedure. The records indicated that the product meets specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00317 and 1058196-2010-00318. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
When the 4.5x28mm enterprise vrd system was advanced to the microcatheter hub position via y valve, it was difficult to advance, so the physician withdrew the stent. At this time, the stent was deployed outside of the shaft of the microcatheter. Therefore, the physician changed to the second enterprise, a 4.5x37mm, but it was blocked in the proximal section of the same microcatheter and could not be withdrawn. The microcatheter with the enterprise was withdrawn from the patient and changed to another microcatheter to complete the procedure. Both the enterprise introducers were completely seated in the microcatheter hub, but the physician said the stent was different from others, it was difficult to advance. During insertion, the touhy or y connector was closed to secure the enterprise introducers and prevent movement. No damages were noticed on the microcatheter that may have contributed to the reported event. Neither, the microcatheter nor the enterprise delivery system distal tips were re-shaped. A constant flush was maintained at all times through all the systems. After removal from the patient, there were no damages noted on the devices. The target site was an 8x6mm communicating artery aneurysm. One non sterile prowler select plus microcatheter was received accompanied with an enterprise vrd and delivery system. The enterprise device was received inserted into the y connector attached to the microcatheter hub. The stent was stuck in the microcatheter hub partially deployed. The microcatheter presented a kinked condition and several flat conditions were noted along the microcatheter body/shaft. The cause of the damages notice on the device could not be conclusively determined, however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Additionally, inspections are in place to prevent these kinds of damages leaving from the facility. The hub was inspected under microscope and no obstructions or anomalies were noted. A cordis lab sample enterprise system was introduced in to the microcatheter and it advance smoothly; however some resistance/friction was experienced when it reach to the kinked section in the catheter shaft, but it could came out of the microcatheter's tip without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No microcatheter hub obstruction or difficulty inserting into the hub was confirmed with analysis of the returned device. It is possible that procedural factors including insertion technique may have contributed to event reported during the procedure. The records indicated that the product meets specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00317 & 1058196-2010-00318.